Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer experienced an elevated blood glucose (bg) level described as "high". Customer gave themselves a manual injection to address their blood glucose.